Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that when the nurse opened the package, the suture broke before it was used and stitched. No additional information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 4,284 units. There are no units in stock in b. Braun surgical's warehouse. For complaint analysis, we have received one open sample. We have checked the sample received and there are two cuts in the aluminum pack, moreover, the thread is broken in small pieces. The sample has been reviewed and the root cause determined to be a displacement of the electrode in the packaging machine, and in this unit has partially stepped on the support cardboard. The heat released from the electrode when performing the fourth sealing can melt the polyethylene and make the sutures tight and pass the 100% tightness control that is carried out after the fourth sealing, however, over time, it is probable that the polyethylene will release, leading to an untight suture. As per our experience and knowledge, suture would be discarded (as this case) and no harms are expected to the patient, may lead to a delay in the intervention. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.